Event description:
A peritoneal dialysis pt called at the end of his treatment because there was fluid leaking from the cassette door. There is no report of pt ill effect. There is no sample available for eval.